Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose results of 130 mg/dl at a time when the customer had symptoms of hypoglycemia. Wife called 911. Emt's arrived within 15 minutes, result on their meter was 30 mg/dl. They gave customer glucose via vein, and within 5-7 minutes customer came to, drank orange juice, and ate toast and jelly and honey. A request was made for the return of the meter and strips.